Event description:
It was reported that the pt experienced nightmares, increased pain, nausea, pruritis, somnolence, and vomiting. A catheter dye study was performed which revealed that the catheter was not occluded. A rotor study was performed, but could not confirm that the rotor was stalled. The pt's pump was replaced. The pt recovered without sequela. The pt's pump contained morphine 20 mg/ml at 6.475 mg/day.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the range of the medtronic synchromed el implantable infusion pump recall (dated aug 2007).